Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had deep scratches on the screen making it difficult to read the insulin pump. Advised customer to revert to a back up plan and the device will be replaced.